Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received reports alleging that the patient has breast cancer. No medical intervention was specified by the patient. During the evaluation of the device at pil, evidence of sound abatement foam degradation/breakdown was not observed in this device.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received reports alleging that the patient has breast cancer. No medical intervention was specified by the patient. The manufacturer's investigation is ongoing. Upon completion of the investigation, a follow-up report will be filed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received reports alleging that the patient has breast cancer. No medical intervention was specified by the patient. The manufacturer's investigation is ongoing. Upon completion of the investigation, a follow-up report will be filed.